Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he had program control in (B)(6) 2016, and had good result after it. On (B)(6) 2016 the patient experienced symptoms of standing difficulty and has requested a needed program control. It was unknown if there was a 50% or greater symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. The indication for use included parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had program control, but the patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.